Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
According to the notice received by way of a civil action complaint, the patient was prescribed and implanted with an option vena cava filter on or about (B)(6) 2011 by dr. (B)(6) at (B)(6) hospital center in (B)(6). The complaint alleges there was perforation. The filter was not retrieved. Argon¿s attorneys are attempting to gather additional information.